Event description:
Affiliate reported that the valve and siphon guard were implanted in 2008. The ventricles of the pt's brain became large and as a result, the doctor suspected the valve was not working and revised the device in 2009.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.